Event description:
Customer reported multiple false positive's across 6 different individuals using cartridge lots: 22686h, 22417e, 21128b with multiple readers. See cases: (B)(4) for false positives on the alternate 5 individuals. On (B)(6) 2022: customer obtained two suspected false positive results when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn's: (B)(4), lot: 21128b). Customer performed four alternate tests on the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022, on (B)(6) 2022, on (B)(6) 2022 and on (B)(6) 2022 and four negative results were obtained.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.